Event description:
It was reported that during a coronary artery stenting procedure, the physician implanted the first xience v stent in the left anterior descending artery (lad). The patient experienced chest pain (angina), electrocardiogram (ECG) changes, and new cardiac enzyme elevations. This was diagnosed as a myocardial infarction (mi). Additional xience v stents were implanted in the left circumflex artery (lcx), the left main (lm) artery and the mid right coronary artery (rca). There was no treatment provided. The event resolved on (B)(6) 2014 and the patient was discharged home. On (B)(6) 2014, the patient was hospitalized again for congestive heart failure (chf) which was described as worsening of a pre-existing condition that existed prior to index procedure. Lasix was given as treatment and the chf resolved without further sequela on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina and myocardial infarction are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.